Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had not gotten at least 50% or greater relief in their pain since implant. They tried all the groups/programs on the device, but none of them really helped their pain. They had gone as high as they could handle on all the groups and that didn't even help. The stimulator didn't seem to be working like it should. The caller stated most days they didn't have pain relief. The ins took forever to charge (1+ hours) because the charge quality went from excellent too poor without moving. They charged with the recharger over the skin and they don't move, so they didn't understand why the quality kept changing. The mentioned when the issue started they started to charge more frequently; 1-2 times a day. It also made charging time increase. They started charging anywhere from red to 50% charged all the way to 100%. The quality went from excellent, to poor, to excellent about 3 times on the call. The patient was redirected to their healthcare provider to pull recharge statistics and for possible reprogramming. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the implanted battery was taking 1-2 hours to charge and the connection would drop to 0 with no movement. A new charger was sent and programs were adjusted and added. One of the three programs helped. They further reported that the temporary implant worked beautifully with about 80% relief. Since they had the permanent they felt maybe 20% relief. They were very frustrated as they were able to do less and less. Program a and b were adjusted with the addition of c. They got some relief on b, but they felt tingling that they didn't like. They were constantly adjusting between being able to sleep and doing activities. They still had not had much relief. They planned to call again, but they were in the process of changing pain management doctors since they had don¿t nothing to resolve the problem except pushing more opioids. The issue wasn't resolved. No further complications were reported or anticipated.